Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cable was damaged due to an external force which prevented the image from being transmitted to the processor and prevented the image from being displayed. The damage to the cable is thought to be due to the handling of the user. The instructions for use have the following statement which can prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿image quality wasn't good" was confirmed. No image was displayed due to faulty cable unit. The units rear cover labels were fading. There were cosmetic issues such as scratches noted on the charge-coupled device (ccd) cover. The investigation is ongoing and if additional information is received this reported will be supplemented accordingly

Event description:
The service center was informed that during reprocessing, the image quality on the camera head was poor. There was no patient involvement reported.